Manufacturer narrative:
The investigation is ongoing. A follow up report will be sent once the investigation is complete.

Event description:
It was reported that a patient experienced what a nurse interpreted as a vtach event but the delta reportedly did not alarm for vtach. There was no patient injury reported.

Manufacturer narrative:
The customer reported that a patient experienced what a nurse interpreted as a ventricular tachycardia (vtach) event but the delta monitor did not alarm for vtach. The ECG strip provided was reviewed by a draeger clinician and a vtach event was verified. However, the morphology of the ventricular beat was similar to that of a normal beat and therefore, did not meet the delta monitor algorithm criteria for vtach. This is consistent with normal device behavior based on the ECG arrhythmia algorithm, template, and beat classification. The delta instructions for use (IFU) describes ECG signal and algorithm processing characteristics and limitations. The delta algorithm is tested against aami and mit database and meets industry state of the art. There was no device malfunction.

Event description:
It was reported that a patient experienced what a nurse interpreted as a vtach event but the delta reportedly did not alarm for vtach. There was no patient injury reported.